Manufacturer narrative:
(B)(4).

Event description:
It was reported that replace sensor now message occurred. Data was evaluated and the allegation was confirmed as a an early sensor expiration was confirmed. The probable cause of the early sensor expiration could not be determined. The reported event of a replace sensor now message is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.